Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the lift dropped the patient onto the bed. The dealer stated the patient was not injured. The dealer stated the screws were worn almost in two. He state, the shoulder screw is the issue. The dealer received that call and pulled the hardware from a stock lift to repair the ones in the patient's residence. He believes that the screw should be hardened. He stated it is a soft screw, perhaps a different material or coating. The dealer stated he has seen this on other lifts.